Event description:
The customer called to report insulin exiting and no numbers appearing during the manual prime. Troubleshooting was performed and the insulin pump was unable to prime. The customer then stated, she was hospitalized for low blood glucose and the reading was 36 mg/dl. The customer stated, she was taking medication that may have contributed to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.